Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump was going blank, making a buzzing sound, and an error message was received. Customer's blood glucose was 250 mg/dl. Troubleshooting was performed. The insulin pump had not been bumped, dropped, or exposed to moisture. The battery cap contacts were not missing or damaged and the battery compartment and spring were neither damaged nor corroded. Customer did not wish to further troubleshoot for constant tone or high blood glucose issues. It was advised a replacement battery cap would be sent.